Event description:
During pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at nominal pressure. The number of inflations and to what atms is unknown. The lesion being treated was a calcified 99% stenotic lesion in the proximal right coronary artery (rca) the procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "good".